Event description:
This incident did not involve the pt or a procedure with a pt. The dental hygienist explained that the incident occurred the first time she used the laser. She did not see the aiming beam so she checked everything; when she touched the part where the hand piece and the unifiber connect, she felt a burning sensation. The burn is now a blister between the index finger and the thumb. She advised that she is ok now.

Manufacturer narrative:
Reviewed the DHR for this device and found no out of specifications condition. Have contacted the customer in an effort to have the device returned for a full eval.